Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the loading process onto zso-7-9 on the guide wire (0.025" visiglide, straight), the pigtail part of the stent was bent. The wire did not pass the stent, they finished the process using the new zso-7-9, and the guide wire was not replaced. There were no adverse effects to the patient nor delay in the procedure noted

Event description:
A supplemental report is being submitted due to the completion of the investigation on 23-jul-2025. Additional information received 22-jul-2025: 1. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. - the products are stored in acrylic drawers, stacked according to rpn. The room is always kept dark when there are no procedures 2.was the wire guide lubricated prior to use? N/a, yes, no - yes. 3.was the wire guide inspected for damage prior to use?* n/a, yes, no - yes. 4.was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no - yes. 5.were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no (if yes, please indicate the type of procedure performed) - n/a. 6.did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no - n/a. 7.if not with the device in question, how was the procedure finished? - a new zso-7-9 was used. 8.were any other defects observed on the device prior to return (other than the reported complaint issue)? Yes, no - no.

Manufacturer narrative:
Device evaluation 1 unit of zso-7-9 of lot number c2248800 device was not returned for evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review: prior to distribution zso devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use/label: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), which accompanies this device, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". It is known that a 0.025 inch wire guide was used with the device. There is evidence to suggest the user did not follow the IFU/label. It is also known from the available information that the incorrect wire guide was used with the replacement zso-7-9 device to complete the procedure. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of use error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. It may be noted that the use error of a 0.025" wire guide led to the kinks on the pigtail section of the stent. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary: confirmed qty of devices: 01 device confirmed used. Complaint is confirmed based on customer and/or rep testimony. Investigation findings conclude a definitive root cause of use error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. It may be noted that the use error of a 0.025" wire guide led to the kinks on the pigtail section of the stent. According to the information provided, the patient did not experience any adverse effects due to this occurrence.